Event description:
It was reported by the patient that they are hearing an alert tone from the device every 4 hours or ¿something like that¿. Toning every four hours is considered indicative of a potential rv (right ventricular) lead integrity alert. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).